Event description:
On (B)(6) 2011, the patient reported he began using the infusion device at approximately 11:00am and between 1:00-1:30pm, he noticed the infusion device display was blank and the device had shut down without his knowledge. He changed the battery and battery cover and was unable to resolve the issue. He began administering insulin injections at that point. At 9:00pm, he went to the hospital and his blood glucose measured 867 mg/dl on the hospital blood glucose monitor. He was treated with an insulin drip and injections and was released the following day. His normal blood glucose level is 300 mg/dl and higher. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for evaluation.